Manufacturer narrative:
Zoll medical corporation evaluated the device; the reported malfunction could not be duplicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The smart pneumatic module was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure- 1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.